Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination valve and opening curved on anterior leak test and microscopic analysis was performed which identified: striated punctured opening on posterior and radius, opening crease smooth on anterior, delamination partial of the valve, creases fold, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured on posterior and radius due to surgical damage like consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure) an opening crease smooth on anterior due to fold flaw opening.

Event description:
The device has been explanted.

Event description:
Device was explanted.